Event description:
It was reported that prior to the start of a da vinci-assisted radical salvage prostatectomy surgical procedure, customer informed the technical support engineer (tse) that the system presented a recoverable fault, but even after recovering the fault was still present. This happened when the robotic system was turned on, and to solve the problem, arm 4 was disabled. The system already started up with error 23072. The tse checked the system's event logs and identified fault 23072 on arm 4. As a result, the tse instructed the customer to shut down the system, but the customer decided to finalize the procedure and will then carry out the instructions. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal harness due to error 23072. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.